Event description:
The unit underfilled final containers, which were weighed on a shipping scale and weighed less than the facility calculated they should have. These bags were discarded, so there was no pt involvement. The info on the programmed volumes was available but not the actual volumed delivered. The unit was swapped out.